Manufacturer narrative:
Patient identifiers are ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated lithium results when processed on the architect c16000. ID 521881l generated lithium of 1.63 mmol/l that repeated 0.85 mmol/l. ID 521998s generated lithium of 1.93 mmol/l but repeated 0.85 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the external waste pump and tubing and indicted there was significant obstruction "protein growth" in the tubing and connectors going in to the external waste pump. All tubing and connectors were cleaned and flushed. The fsr designated the external waste pump as the source of the buildup and designated the pump as the likely cause. The customer was contacted 4 days later and reported no additional lithium flyers. An instrument service history review revealed no additional erratic or discrepant results reported on architect serial(B)(4) after fsr service. In review of the instrument logs for architect serial c1600393, there appears to be several assays or assay parameters (13) that have been manually created on the system. However, it cannot be determined if any non-abbott reagent is associated with these assays. This review did not reveal any obvious sample or assay mix that could have contributed to accelerated buildup in the external waste system. The monthly product monitoring review showed the calculated erratic rates for the architect c16000 system was below the upper control limit and no systemic issues or adverse trends for the associated issue. A review of historical data for the parts revealed no adverse trend or systemic issue associated with the external waste pump, tubing and connections becoming obstructed. A similar complaint search revealed no adverse trend or systemic issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, a systemic issue and/or product deficiency was not identified.